Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the ultrasonic recognition on the bronchofibervideoscope was not working, and the lens was found to be broken. There was no report of patient harm associated with this device.

Event description:
It was reported that during inspection for use, the ultrasonic recognition on the bronchofibervideoscope was not working, and the lens was found to be broken. There was no report of patient harm associated with this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.